Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. Other relevant device(s) are: product ID: 1845020, serial/lot #: (B)(4), UDI#:(B)(4); product ID: 1845020, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider reported via manufacturer representative that the bur cannot be immobilized and it was unstable during use. The bur was vibrating and wobbly. There was no patient impact reported.

Manufacturer narrative:
Device evaluated by manufacturer: 1845000 (s/n: (B)(4)) analysis found that there was no problem with the drill. 1845020 (s/n: (B)(4)) analysis found that a bur cannot be inserted into this attachment. 1845020 (s/n: (B)(4)) analysis found that a bur cannot be inserted into this attachment and also the bur cannot be locked. Device available for evaluation: the device evaluation available was populated to 'yes' again for validation. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow up, it was stated that there was no patient or staff impact.